Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had faulty rails. A field service engineer performed the replacement of the failed drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer reported that the user has shut down the entire station, necessitating the retrieval of medications from an alternative station or pharmacy. There were no adverse events or injuries reported based on this event.